Event description:
(B)(6), 2014 customer claims that they have a few chipped teeth and are wondering if they were caused by the toothbrush; claims they are scared to use the unit now.

Manufacturer narrative:
(B)(6), 2014 consumer stated that they would provide more information after their dental appointment.